Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient could no longer receive pain relief from the scs system and did not like the stimulation sensation. Also, the patient needs an MRI. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2016. During the procedure, the patient's ipg was electively explanted. The lead remains implanted.